Event description:
It was reported that physician attempted to use scalpel on a thick skinned patient. Physician used "extra force" to get the scalpel to cut. While making incision, scalpel cut "too deeply". As a result, insertion site needed to be stitched. No additional patient complications were reported.